Event description:
It was reported that during a cryoablation procedure bubbles were observed in the sheath; the valve would not seal. The procedure was completed successfully and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and device, flexcath advance sheath 4fc12 with lot number 05933-08, were returned and analyzed. The data files did not show any system notices or issues. Visual inspection of the device showed there was a kink in the shaft 2.45 inches proximal from the distal tip. Air aspiration was reproduced when a test balloon catheter was introduced into the sheath. Dissection showed the hemostatic valve was leaking. In conclusion, the issue has been confirmed through testing. The device failed the returned product inspection due to a leaking hemostatic valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.